Manufacturer narrative:
Additional product component: model number/catalog number: 72404161 and 72404310; serial number: null and null; batch/lot number: 1000080428 and 1000094991; model/catalog description: reservoir 65ml pc and pump ms.

Event description:
It was reported that the patient experienced an infection with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Additional information was reported that the infection was located at he closing site of the surgery, the patient presented to the physician with pain 3 weeks prior to presenting to the physician for replacement surgery and the patient was also prescribed antibiotics.

Event description:
It was reported that the patient experienced an infection with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Additional information was reported that the infection was located at he closing site of the surgery, the patient presented to the physician with pain 3 weeks prior to presenting to the physician for replacement surgery and the patient was also prescribed antibiotics.

Manufacturer narrative:
Cylinder analysis: product analysis did not confirm a device malfunction. Product analysis of the returned components could not confirm the reported allegations. The product record review indicated that the reported events do not represent an unanticipated event. The investigation conclusion code of known inherent risk of device was chosen because the reported adverse events are known and documented in the product labeling. Based on the results of this investigation, no escalation is required. Pump analysis: product analysis confirmed pump functional failures. These functional failures indicate that the device performance may have been impacted, however they are not a probable cause for the reported infection or pain. The investigation conclusion code of known inherent risk of device was chosen because the reported adverse events are known and documented in the product labeling. Based on the results of this investigation, no escalation is required reservoir analysis: product analysis did not confirm a device malfunction. The investigation conclusion code of known inherent risk of device was chosen because the reported adverse events are known and documented in the product labeling. Based on the results of this investigation, no escalation is required. Additional product component: model number/catalog number 72404161 and 72404310 serial number: null and null batch/lot number 1000080428 and 1000094991 model/catalog description reservoir 65ml pc and pump ms.